Event description:
Bloodlines/dialyzer (reused) had been primed with saline per routine to rinse renalin disinfectant from dialyzer and get ready for dialysis. During the priming procedure liquid noticed on floor and with further investigation noticed saline on drip chamber of saline administration set that was connected to bloodlines. Saline was coming from a split on the drip chamber. Saline bag and saline administration set removed and discarded then replaced with new saline/administration set. Dialysis initiated without further problems. Rn noticed the above and changed out saline/saline administration sets.